Event description:
Customer contacted haemonetics (B)(6) 2011 reporting a saline spill within their orthopat machine. No injury or reaction was reported.

Manufacturer narrative:
Customer contacted haemonetics (B)(6) 2011 reporting a saline spill within their orthopat machine. No injury or reaction was reported. Eval of the returned device confirmed a major saline spill. Issue caused damage to various components as a result. This report reflects a product issue identified during a retrospective review of service records. No pt or user harm or injury was reported or allegedly associated with the issue identified in the service record. Actions taken in response to this issue are recorded in haemonetics' CAPA record (B)(4). These actions have been communicated to the FDA and under 21 usc 360i(f). (B)(4).